Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the u/d knob broken, the light guide fiber bundle (lcb) broken, the light guide cable for control body buckled, the remote control button(1) cracked, the remote control button(2) cracked, the remote control button(3) cracked, the remote control button(4) cracked, the control body corroded, the remote control button(1) leak, the remote control button(2) leak, the remote control button(4) leak, the root brace rubber cut, and the insertion flexible tube (ift) non-pentax work/parts; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.